Event description:
The customer reported the ventilator restarted and alarmed during normal ventilation operation. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Review of the device diagnostic history noted a 24/+-12v power fail occurence with a subsequent restart occurrence during power on. When a 24/12 volt failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail alarm will activate. The manufacturers field service engineer verified the unit would restart when turned on. The service engineer reported replacement of the blower motor controller pcb board resolved the reported problem. Applicable final testing was performed and passed to operating specifications.